Event description:
It was reported the gastrointestinal videoscope was not detected by the tower. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The device was returned to olympus for inspection. In addition, a e315 scope error code was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.